Event description:
On (B) (6) 2009 the patient reported that when he woke up this morning he noticed the left side of the insulin infusion device screen had a black splotch over it. The right side is still visible. He stated the lcd portion is damaged, but the screen is not cracked or damaged. He stated that he flew home yesterday and thinks he might have sat on or pressed on the screen while on the plane. He said his device has not been dropped, exposed to water, or exposed to electromagnetic fields. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.